Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18april2019. The customer troubleshot with technical support. The customer found that the ventilator would not turn off and the blower was not running. The customer swapped out the power management (pm) board and the issue was addressed.

Event description:
It was reported that the ventilators touchscreen froze. No patient involvement. Event date not specified; estimate used.